Event description:
During routine testing of the device at the service center, the user reported that when the sternal saw was in use, the power cord got twisted. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.